Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) was extracted. The capped right ventricular (rv) lead broke during laser extraction. The active leads and remaining capped lead are scheduled to be extracted via sternotomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead implanted: 2002-(B)(6); 5076-52 lead implanted: 2002-(B)(6); 5524m-53 lead implanted: 1998-(B)(6). (B)(4).